Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, low blood glucose level on (B)(6) 2020 with blood glucose level was in range of 200 mg/dl. Customer was treated with paramedics. Customer stated they had car accident. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.